Manufacturer narrative:
Evaluation summary: one side of the light guide cable was worn out seriously. Aging of the light guide tube. Missing of the light guide glass cover . Ift was aged, yellow and stained seriously. No u/d angel[?]l/r angle was tight and lacking. The rubber part of the scope body was aged, and the outer skin of the button was aged and yellow. Correction information: g6: follow up #1. H6: coding changed based on the investigation result.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable.

Event description:
When the patient was doing stomach examination, there was interference in the image, and the light beam was bright and dark. Changed the device for the patient. This event occurred at the time of during use. There was no report of patient harm.